Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as a bent mix bar. Additionally, the ise (ion selective electrolytes) electrodes were overdue for replacement. The fse replaced the ise electrodes and mix bar to resolve the issue. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of erroneously high sodium (na) results on their au480 chemistry analyzer. The na results were flagged "h" which indicates the result is higher than the reference range. The erroneous results were not reported out of the laboratory; thus, there was no change to patient treatment.